Event description:
During "tumt", customer noticed, while using ultrasound, that the foley balloon on the prostaprobe was leaking. Physician monitored the balloon's position every fifteen mins using ultrasound, per the labeling. The probe remained in the correct position within prostate. After removing the probe, a small leak was found in the foley balloon.